Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implant incision did not heal and the patient developed an infection. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted. It was noted that a antibacterial absorbable envelope was initially implanted with the ICD system. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.